Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events.

Event description:
Literature: burn sc, zeller r, drake jm. Do baclofen pumps influence the development of scoliosis in children? J neurosurg pediatr. 2010;5(2):195-199. Summary: the authors reviewed their population of pediatric pts with baclofen pumps to assess the incidence of scoliosis. This was a retrospective chart review of all pediatric pts with baclofen pumps. Cobb angles were measured preoperatively and on f/u images. Of 38 pts identified, 32 had adequate data available for inclusion in the study (16 with cerebral palsy, 7 with dystonic cerebral palsy, 4 with head injury, and 5 with other diagnoses). The mean age at pump insertion was 10.6 years and the mean f/u period was 31 months. The mean annual cobb angle progression was 19 degrees. Forty-two cases were investigated for feasibility of baclofen pump insertion. All 42 pts underwent stage I screening. Which involves intrathecal injection of baclofen either via a lumbar drain or lumbar puncture. The authors reported development and progression of scoliosis at a greater than previously reported rate for the same pt population. Thirty two pts had adequate pre and postoperative imaging studies and so were included in the study. Pts' mean age at pump insertion was 10.6 years (range 4 - 17 years), and the male/female ratio was 25:13. Reportable event: the authors reported on one pt (case 1) with a diagnosis of cerebral palsy/dystonia who had their pump removed 32 months after insertion due to concern over scoliosis developement. In this pt, f/u imaging after the pump was removed revealed a slowing in the scoliosis curve progression. The pt was (B)(6) of age at the time of pump insertion and had no evidence of scoliosis preoperatively.